Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specs. The ring was returned and evaluated. No failure was detected and the ring was found to be within its spec. In low rectal anastomosis that have been diverted proximately, due to lack of peristaltic movement, it is the company recommendation to have the ring removed in case the ring was not naturally expelled 4 weeks after the surgery. Stricture is an anticipated complication of colorectal anastomotic procedures, especially when the pt has an ileostomy and there is no passage of stool through the anastomosis. In this case, the structure was defined as a moderate stricture which did not necessitate any treatment.

Event description:
The pt was brought to the hosp for ileostomy closure. The surgeon performed colonoscopy and found the ring in the rectum and a moderate stricture at the site of the anastomosis. The ring was retrieved and no other procedure was performed other than the ileostomy closure.